Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation of lung cancer. The manufacturer previously was made aware of this complaint through a representative of the customer. Medical intervention was not specified. New information has been added that the patient also alleged dizziness and/or headache, inflammatory response, irritation, respiratory illness, myocardial infarction, congestive heart failure, sinusitis, anxiety, depression, insomnia. There was no report of serious or permanent patient harm or injury.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of lung cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.